Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range right atrial (ra) pacing lead impedance measurements measuring, greater than 3,000 ohms. The patient has not been seen in the office for four years. Technical services reviewed data and found no atrial tachy response (atr) episodes with noise. It was noted that after an atrial pace, sometimes there is a ventricular sense falling into cross chamber blanking, so the device is pacing. Ts discussed possible causes and provided programming options. At this time, the system remains in service. No adverse patient effects were reported.